Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On 07/05/2019 16:12:22 pst, (B)(6) per (B)(6): (B)(6) hospital of (B)(6). No further details given. Customer: (B)(6) hospital of (B)(6). Out of warranty - purchase date (B)(6) 2010. No RMA needed. Date of report: (B)(6) 2019 (dd/mm/yyyy) complaint taken by: (B)(4). Email of employee taking complaint: (B)(4).